Event description:
It was reported that the patent was implanted with a shoulder prosthesis. Subsequently, the patient had to be revised due to an unknown reason. There was harm to patient as the patent had to underwent additional surgical/medical procedure. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. D10 narrative: item: humeral head, lot: unknown, item name: unknown bigliani humeral head. Item: unknown stem, lot: unknown. Item name: unknown bigliani stem. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction as the patient was revised due to rotator cuff failure. The initial report was forwarded in error.